Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via email that an ar-4500 meniscal cinch would not deploy. The implant was stuck inside the needle. This was discovered during a procedure on (B)(6) 2024. No further information was reported. Additional information requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, including the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex concluded that the cause of the reported failure was a user error due to improper device surgical technique. The complaint allegation was not confirmed. The device was not received for evaluation, and the customer¿s attached picture does not provide evidence of the failure.